Event description:
Boston scientific received information that this patient was in the hospital for heart failure symptoms approximately one month after the original implant. A health care provider (hcp) called into boston scientific technical services (ts) and discussed that the left ventricular (lv) lead thresholds had increased since implant. Ts asked the hcp to test the lead thresholds in other configurations, but this resulted in loss of capture at even higher outputs. Ts discussed that this lv lead may be microdislodged, the hcp was going to increase the outputs and discuss this with the physician. Aside from the hospitalization for heart failure symptoms, there have been no additional adverse patient effects.

Manufacturer narrative:
I have gone to the field for additional information and resolution. This report will be updated when additional information is received.

Event description:
Additional information received indicated that about a year and five months following the event, a revision procedure was performed due to high thresholds and alleged lead dislodgment. The lv lead was abandoned surgically and replaced with a competitor¿s lead.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.